Manufacturer narrative:
Additional: additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was high blood glucose and dka. The caller stated that the customer had urinary retention that may have led to the customer's passing. The customer¿s blood glucose was 1200 mg/dl at the time of emergency room admission. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer was found unresponsive by their son with blood glucose higher than the meter could read. The son gave the customer the max bolus and insulin from a pen. The son stated that the customer would reuse their reservoirs to the point where the unit marks on the side were faded. The customer had over 1,000 sets and reservoirs left in stock. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The aware date provided in with the initial report was incorrect. The correct information has been provided with this report